Manufacturer narrative:
The patient weight was not provided. The previous external percutaneous lead replacement was reported under medwatch MFR# 2916596-2015-00337. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. Evaluation of the returned portion of the percutaneous lead confirmed the reported pump stops. Approximately 18 inches of the external portion/distal end was returned for evaluation. The previous percutaneous lead replacement performed on (B)(6) 2015 was present on the lead approximately 10-14 inches from the metal connector. Continuity testing of the returned portion of the lead found all wires were electrically intact. The previous percutaneous lead repair was examined and all wires were properly connected; the repair was unremarkable. The outer silicone jacket was separated from the metal connector. Removal of the outer silicone jacket revealed breakdown of the braided shield adjacent to the metal connector. The clear bionate and braided shield layers of the lead were removed and the underlying wires were examined. Breaches in the red and brown wire insulation were noted adjacent to the metal connector. The damage appeared to be the result of fatigue failure due to repetitive flexing. No other areas of compromised wire insulation were identified. If the exposed conductors of the red or brown wires contacted the braided shield while the patient was operating on tethered power, the resulting short to ground would have caused the reported pump stops. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of the red and brown wires contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that audible and visual pump stoppage alarms were observed by the patient while connected to the power module. There were no injuries reported and the patient was asymptomatic at the time of the event. The log file submitted to the manufacturer for review showed 2 pump stops with multiple low speed advisories. On (B)(6) 2015, an external percutaneous lead replacement was performed by the manufacturer's technical services team. No broken wires were found during phase interrupter testing and the patient was placed on a ground power module patient cable with no further issues.